Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The caller indicated that the patient claimed the implanted device is not working and has not worked in years. The hcp indicated that the patient has had some mris in the past but the hcp did not have information about the status of those scans or how MRI eligibility was determined. Troubleshooting was not required. The issue was not resolved through troubleshooting. Reviewed MRI information. The patient called stating they are having trouble with not being able to charge the ins and because of this they cannot activate MRI mode. Every time patient tries to charge the ins they encounter an error or a code. Patient could not recall which specific codes. Reviewed recharger use during the call and patient was able to connect successfully however was seeing the recovery mode charging icons. Reviewed expectations regarding charging duration and best practices to maintain a charge. Recommended patient follow up with managing physician if they are not able to successfully charge beyond recover mode. Re-opened case to send email and change assigned to field. Patient called back for same recharging issue as documented below. Patient said tried again and this time wrote down the code that keeps on coming up: 4101. When asked, patient said that the last time they successfully recharged implant probably a year ago. Patient said started to have issues recharging back then and just stopped recharging implant. As suggested below, patient again was redirected to follow up with managing physician. An email was sent to field staff notifying them of the situation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.